Event description:
The 79-year-old female allergy doctor was giving allergy shots to their patients. She was using the gloves on and off through the afternoon when she had noticed inflammation and red patches all over both of her hands. She also described having spots of ecchymoses. Since then, they've stopped using the gloves and applied cortisone, but their hands are still inflamed as of (B)(6) 2024, 3:41 pm est. They noted that it should go away on its own. They advised they will not be seeking additional medical attention. This is the first time this happened.